Event description:
Medical staff reported capsular contracture baker grade 4. This record relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Visual device evaluation: additional, changed, and/or corrected data: d.6a, h.6.

Event description:
Medical staff reported capsular contracture, baker grade IV, on the left side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Medical staff reported capsular contracture baker grade 4. This record relates to the left side. Device has been explanted and replaced with a non allergan device.